Manufacturer narrative:
Updated data: b5. H6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2026-06-13] UDI [(B)(4)]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was not implanted. Per the physician, the delivery catheter system (dcs) contributed to the dissection, and the cause of the dissection was due to contact with the dcs. Subsequently, a stent was placed in the right carotid artery to treat the dissection.

Manufacturer narrative:
Corrected d.4 and h.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, after valve placement, complete heart block was n oted. Following the procedure, there was a delayed awakening from anesthesia that prompted echocardiogram screening. The echocardiogram revealed that the carotid artery and brachiocephalic artery were dissociated. A computed tomography scan was performed to inform future intervention.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012313259); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, after valve placement, complete heart block was n oted. Following the procedure, there was a delayed awakening from anesthesia that prompted echocardiogram screening. The echocardiogram revealed that the carotid artery and brachiocephalic artery were dissociated. A computed tomography scan was performed to inform future intervention. Additional information was received that a permanent pacemaker was not implanted. Per the physician, the delivery catheter system (dcs) contributed to the dissection, and the cause of the dissection was due to contact with the dcs. Subsequently, a stent was placed in the right carotid artery to treat the dissection. Additional information was received clarifying that only a carotid artery dissection occurred, not an aortic dissection. The dissection occurred during the procedure but the cause and device relatedness was unknown.

Manufacturer narrative:
Updated: b5, d3, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (third paragraph), d4, h4, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, after valve placement, complete heart block was noted. Following the procedure, there was a delayed awakening from anesthesia that prompted echocardiogram screening. The echocardiogram revealed that the carotid artery and brachiocephalic artery were dissociated. A computed tomography scan was performed to inform future intervention. Additional information was received that a permanent pacemaker was not implanted. Per the physician, the delivery catheter system (dcs) contributed to the dissection, and the cause of the dissection was due to contact with the dcs. Subsequently, a stent was placed in the right carotid artery to treat the dissection. Additional information was received indicating that an aortic dissection occurred on the day of the valve implant procedure.